Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that on (B)(6) 2017 at 12:14pm, the intra-aortic balloon pump (iabp) had a blood detected alarm and shutdown. The customer checked the iabp and noted that there was no blood found in the catheter tube. The customer restarted the device to continue therapy and the iabp worked properly. No patient injury or adverse event was reported.

Manufacturer narrative:
After multiple attempts to gather additional information, we have obtained no further update or new information in relation to this complaint event. If any further information is received, a supplemental report will be submitted.

Event description:
The customer reported that on (B)(6)2017 at 12:14pm, the intra-aortic balloon pump (iabp) had a blood detected alarm and shutdown. The customer checked the iabp and noted that there was no blood found in the catheter tube. The customer restarted the device to continue therapy and the iabp worked properly. No patient injury or adverse event was reported.